Event description:
According to the patient's wife, her husband did have to go to hospital and did experience any adverse health consequences from event. He was taken to the hospital via ambulance. It was reported that upon arrival the patient was non-responsive. She reported a battery connection issue, and her husband had lack of o2. There were no reported audible or visual alarms at the time of the event. There was alternative oxygen supply for use during the device issue. The patient experienced a massive heart attack and died.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.